Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen (cracked and unreadable) issues were verified. Functional/duplication testing was performed, and no failure was identified related to the reported low bg issue; however, a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s pump touch screen was cracked and unreadable. Customer¿s blood glucose (bg) level was ¿low¿ (specific value was not provided); cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer reverted to manual injections for insulin therapy.